Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml bupivacaine at 4.9 mg/day and 15 mg/ml dilaudid at 2.48 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient's pump would move in the pocket and sometimes it was difficult to do telemetry. The hcp was attempting to update the pump today [(B)(6) 2016] and incomplete telemetry caused the pump to go to pump stopped mode. The hcp re-entered all the information and re-updated the pump, resolving the event. It was stated that the pump being too loose in the pocket may have resulted in incomplete telemetry. The event date was noted to be (B)(6) 2010. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.